Event description:
It was reported that during the procedure a guide catheter and guidewire were used to establish access to the middle cerebral artery (mca) aneurysm, followed by the delivery of the subject microcatheter. The subject microcatheter was flushed, and three coils were inserted via the subject microcatheter. When the fourth coil was being inserted, the proximal end of the subject microcatheter was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was returned broken/fractured. There were no other anomalies noted to the device. The hub and tip were intact. During the functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was backloaded into the catheter, no friction or anomalies were noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. It was reported that the subject microcatheter was delivered into the aneurysm. After flushing through the microcatheter, three coils were inserted via the microcatheter. During the process of inserting the fourth coil, the proximal end of the microcatheter was fractured. During analysis, the catheter shaft was noted to be broken/fractured, there were no other visual anomalies noted to the device. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was backloaded into the catheter, no friction or anomalies were noted. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during the procedure due to procedural factors as the first 3 coils were advanced through the microcatheter without issue. It is unclear from the event description what size coils were used in the procedure or the tortuosity of the patients anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the catheter shaft broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure a guide catheter and guidewire were used to establish access to the middle cerebral artery (mca) aneurysm, followed by the delivery of the subject microcatheter. The subject microcatheter was flushed, and three coils were inserted via the subject microcatheter. When the fourth coil was being inserted, the proximal end of the subject microcatheter was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.